Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal external cover was damaged. There was no collision with other instruments and no electrical damage reported. The user completed the procedure using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: clinical specialist discussed with clinical team, who determined that the missing piece that can be seen on the picture did not fall inside the patient. The synchroseal was sent to cleaning and sterilization; therefore, the missing fragment may have detached from the instrument prior being sent for evaluation. The synchroseal was used for the procedure and all functionalities worked as expected. No errors occurred due to the issue. There were no signs of thermal damage, arcing or sparking. There was no unexpected additional bleeding due to this event. Synchroseal did not collide with any other instrument during use. There was no difficulty upon installation or when entering through the cannula.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: fae determined that there is a piece of the plastic overmolding that is missing from one of the synchroseal jaws. One picture shows the missing piece, while the other picture shows the broken fragments still attached to the jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a broken grip tip coating at the tip of grip. Missing pieces measured approximately .0790" x .0850". Additionally, the instrument was found to have charring and localized melting on one of the jaws. The instrument passed the electrical continuity test. The complaint regarding external cover of instrument jaw, appeared to be damaged was confirmed by failure analysis. The probable root cause of the broken grip tips and detached fragment is typically attributed to user-related, such as the application of excessive force on the instrument jaws. This type of damage may occur if too much force is applied to the instrument shafts and/or tips during handling, insertion, use (overloading), or removal. Insulation degradation and carbonized tissue forming a conductive path can also lead to thermal damage.

Event description:
Refer to h11 for follow-up information.